Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went to spontaneous ventricular tachycardia (vt) where anti-tachycardia pacing (atp) did not convert. A 41j shock accelerated the rhythm into ventricular fibrillation (vf), and the next five shocks with rev polarity do not convert the patient. Representative states the patient is currently in (B)(6), and the facility is working on transferring them to a different hospital in (B)(6). The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went to spontaneous ventricular tachycardia (vt) where anti-tachycardia pacing (atp) did not convert. A 41j shock accelerated the rhythm into ventricular fibrillation (vf), and the next five shocks with rev polarity do not convert the patient. Representative states the patient is currently in vt, and the facility is working on transferring them to a different hospital in (B)(6). The device remains in service. No adverse patient effects were reported.